Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the field service the lpu was replaced, and the issue was resolved. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the laser malfunctioned during a procedure. There was no error code, but it continued to function after the foot pedal was removed; however, the emergency stop button did not disengage, so the unit was forced to pull the plug from the wall to stop. Boston scientific has been unable to obtain additional information despite good faith efforts.

Event description:
It was reported that the laser malfunctioned during a procedure. There was no error code, but it continued to function after the foot pedal was removed; however, the emergency stop button did not disengage, so the unit was forced to pull the plug from the wall to stop. Boston scientific has been unable to obtain additional information despite good faith efforts.